Manufacturer narrative:
Follow-up received on 06-sep-2016. Quality-safety evaluation of ptc. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. In addition, she was diagnosed with an autoimmune disorder. Plaintiff underwent the removal of essure and fallopian tubes around 10 years after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. In regards of autoimmune disorder, limited information has been provided; however, given essure's local action in fallopian tubes, causal relationship between this event and essure is very unlikely. Since device removal was required, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 03-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. Shortly after undergoing the essure procedure, she began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Ever since undergoing the essure procedure, plaintiff also began suffering weight fluctuations and pain during intercourse. Furthermore, since undergoing the essure procedure she had suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. After being implanted with essure, she was diagnosed with an autoimmune disorder. On or around (B)(6) 2016, plaintiff underwent the removal of the essure. She also had her fallopian tubes removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. In addition, she was diagnosed with an autoimmune disorder. Plaintiff underwent the removal of essure and fallopian tubes around 10 years after placement. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. In regards of autoimmune disorder, limited information has been provided; however, given essure's local action in fallopian tubes, causal relationship between this event and essure is very unlikely. Since device removal was required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("severe and persistent pain/ pelvic pain/sharp stabbing"), genital haemorrhage ("heavy bleeding/bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) (batch no. 621680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1993, colonoscopy (reason: abdominal pain) in 2012 and breast biopsy (reason: lump) in 2012. Concurrent conditions included obesity. Concomitant products included bupropion (wellbutrin) in 2012 for depression and gabapentin in 2012 for fibromyalgia. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain/aching"), depression ("depression"), fatigue ("fatigue/ chronic fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced migraine ("severe migraines") and mass ("lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("head pain throbbing"), anxiety ("anxiety"), weight decreased ("weight loss/70 + pounds down to (B)(6) lbs at my lowest weight"), nausea ("nausea"), suicidal behaviour ("suicidal"), neck injury ("neck problems"), oropharyngeal pain ("throat problems"), asthenia ("weakness"), sleep disorder ("sleeping problems"), gait disturbance ("crippling effects in legs/ walking painful"), auditory disorder ("hearing problems"), arthralgia ("hip pain"), photophobia (¿light sensitivity¿), decreased appetite (¿loss of appetite¿), hypoaesthesia (¿numbness limbs¿), visual impairment (¿vision problems¿), night sweats (¿night sweats¿), infection (¿chronic infections¿), pain of skin (¿skin and body sensitivities¿), panic disorder (¿panic disorder nos¿), lack of libido (¿lack of sex drive¿), cognitive disorder (¿cognitive problems¿), memory impairment (¿memory issues¿), speech disorder (¿speaking issues¿) and dyspepsia (¿digestion issues¿). The patient was treated with surgery (she underwent salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, fibromyalgia, mass, headache, anxiety, weight decreased, nausea, suicidal behaviour, neck injury, oropharyngeal pain, asthenia, sleep disorder, gait disturbance, auditory disorder, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, pain of skin, panic disorder, lack of libido, memory impairment, speech disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, auditory disorder, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, genital haemorrhage, headache, mass, migraine, nausea, neck injury, oropharyngeal pain, pelvic pain, sleep disorder, suicidal behaviour, weight decreased, weight fluctuation, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, pain of skin, panic disorder, lack of libido, memory impairment, speech disorder and dyspepsia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters added. Patients demographics updated. Historical conditions added. Concomitant drugs added. New events added. Lot number added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("severe and persistent pain/ pelvic pain/sharp stabbing"), genital haemorrhage ("heavy bleeding/bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) (batch no. 621680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1993, colonoscopy (reason: abdominal pain) in 2012, breast biopsy (reason: lump) in 2012, swollen lymph node, parotiditis, hidradenitis suppurativa, endometriosis and abortion. Family medical history included breast cancer (mother, maternal grandmother, two maternal aunts, maternal great grandmother ), kidney stones (father), leukemia (half ¿brothers, paternal uncle), squamous cell skin cancer (father), genitourinary cancer (father). Historical product included erythromycin 333 concurrent conditions included obesity, vomiting, acute gastroenteritis, constipation, dizziness, loss of appetite, diarrhea, former smoker, fever, chills, changes in bowel habits, headache, insomnia, paresthesia, poor concentration, malaise, gastroesophageal reflux disease, gastroenteritis and coughing. Concomitant products included bupropion (wellbutrin) in 2012 for depression, gabapentin in 2012 for fibromyalgia, xanax, toradol, zofran for nausea, miralax for constipation, magnesium citrate, mirtazapine, rifampin, amitriptyline, multiple vitamins-calcium, polyethylene glycol, bupropion. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain/aching"), depression ("depression"), fatigue ("fatigue/ chronic fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced migraine ("severe migraines") and mass ("lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("head pain throbbing"), anxiety ("anxiety"), weight decreased ("weight loss/70 + pounds down to (B)(6) lbs at my lowest weight"), nausea ("nausea"), suicidal behaviour ("suicidal"), neck injury ("neck problems"), oropharyngeal pain ("throat problems"), asthenia ("weakness"), sleep disorder ("sleeping problems"), gait disturbance ("crippling effects in legs/ walking painful"), auditory disorder ("hearing problems"), arthralgia ("hip pain"), photophobia (¿light sensitivity¿), decreased appetite (¿loss of appetite¿), hypoaesthesia (¿numbness limbs¿), visual impairment (¿vision problems¿), night sweats (¿night sweats¿), infection (¿chronic infections¿), pain of skin (¿skin and body sensitivities¿), panic disorder (¿panic disorder nos¿), lack of libido (¿lack of sex drive¿), cognitive disorder (¿cognitive problems¿), memory impairment (¿memory issues¿), speech disorder (¿speaking issues¿) and dyspepsia (¿digestion issues¿). The patient was treated with surgery (she underwent salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, fibromyalgia, mass, headache, anxiety, weight decreased, nausea, suicidal behaviour, neck injury, oropharyngeal pain, asthenia, sleep disorder, gait disturbance, auditory disorder, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, pain of skin, panic disorder, lack of libido, memory impairment, speech disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, auditory disorder, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, genital haemorrhage, headache, mass, migraine, nausea, neck injury, oropharyngeal pain, pelvic pain, sleep disorder, suicidal behaviour, weight decreased, weight fluctuation, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, pain of skin, panic disorder, lack of libido, memory impairment, speech disorder and dyspepsia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. On (B)(6) 2007: hysterosalpingogram - essure confirmation. On (B)(6) 2010: CT of pelvis- there are contraceptive devices in both fallopian tubes. The uterus and adnexa appear raiographically unremarkable. There was no dominant ovarian cyst. No significant free fluid. The bladder appears unremarkable. Impression: minimal intrahepatic biliary dilatation. No evidence of bowel obstruction. Normal appearance of appendix. On (B)(6) 2011: urine pregnancy test- negative. (B)(6) 2012: abo flat with upright andior decub- impression- bilateral essure tubal occlusion devices in place. Otherwise, negative examination. (B)(6) 2012: abdomen supine and upright- findings : there are bilateral essure devices in place in the pelvis. Impression : bilateral essure tubal occlusion devices in place. (B)(6) 2012: CT of abdomen and pelvis - impression: minimal intrahepatic biliary dilatation. (B)(6) 2012: CT of abdomen and pelvis: impression: 1. Minimal intrahepatic biliary dilatation. Please correlate with laboratory evaluation for evidence of biliary stasis. Consider follow up fasting ultrasound as indicated clinically. 2. No evidence of bowel obstruction. 3. Normal appearance of appendix. (B)(6) 2012: radiology report ¿ findings the pancreas is 5uboptimally evaluated. Evaluation of the liver reveals an echogenic focus along the falciform ligament. This likely represents some fatty infiltration given the location and the appearance on the recent CT scan. Correlation with that exam report is recommended. The possibility this represents a hemangioma could also be considered. The liver is otherwise unremarkable. The right kidney is of normal size, shape, and contour at 10.5 cm. No hydronephrosis or solid mass. The gallbladder is unremarkable, free of stones or gallbladder wall thickening. The common bile duct is normal in size, measuring approximately 3 mm. Impression: no evidence of cholelithiasis. Probable fatty infiltration of the liver. Please see discussion above. (B)(6) 2012: abdominal ultrasound - impression: probable fatty infiltration of the liver. (B)(6) 2012: abdomen ap (kub) - impression: moderate retained feces in the proximal colon. (B)(6) 2012: biliary study - impression: no definite evidence of cystic duct or common bile duct obstruction. There is no gall bladder ejection fraction of least 54 % at 90 minutes. (B)(6) 2012 : bilateral screening mammogram converted to diagnostic mammogram left breast - impression; focal asymmetry at the 12 o'clock position in the retro areolar region of the left breast. This is at mid to posterior depth. This is less conspicuous with spot compression and may represent overlap of fibro glandular tissue or true breast mass. Recommend ultrasound for further evaluation. (B)(6) 2012: left breast ultrasound - impression: small hypoechoic mass in the region of mammographic abnormality. Recommend ultrasound guided biopsy. (B)(6) 2013: us breast ultrasound bilateral (left) - impression: negative left breast ultrasound. Mild asymmetry of the lymph nodes with the left luger than the right but over all the are within normal limits for size most recent follow-up information incorporated above includes: on 5-dec-2017: new reporters added. Case was medically confirmed. Dob and ethnicity added. Historical conditions and drugs added. Concomitant conditions and drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("severe and persistent pain/ pelvic pain/sharp stabbing"), genital haemorrhage ("heavy bleeding/bleeding") and lyme disease ("autoimmune disorder - lyme disease") in a female patient who had essure (ess205) (batch no. 621680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 in 1993, colonoscopy (reason: abdominal pain) in 2012, breast biopsy (reason: lump) in 2012, lymph nodes enlarged, parotiditis, hidradenitis suppurativa, endometriosis and abortion. Previously administered products included for hidradenitis suppurativa: erythromycin 333. Concurrent conditions included obesity, vomiting, acute gastroenteritis, constipation, dizziness, appetite lost, diarrhea, ex-smoker, fever, chills, change in bowel habits, paresthesia, headache, insomnia, poor concentration, malaise, gastroesophageal reflux disease, gastroenteritis and coughing. Family history included breast cancer ((mother, maternal grandmother, two maternal aunts, maternal great grandmother )), kidney stones (father), leukemia (half ¿brothers and paternal uncle), squamous cell carcinoma of skin (father) and benign genitourinary tract neoplasm. Concomitant products included macrogol 3350 (miralax) for constipation, bupropion hydrochloride (wellbutrin) since 2012 for depression, gabapentin since 2012 for fibromyalgia, ondansetron (zofran) for nausea as well as alprazolam (xanax), amitriptyline, ascorbic acid;ergocalciferol;folic acid;retinol;tocopherol;vitamin b nos (multiple vitamins), bupropion, ketorolac tromethamine (toradol), macrogol (polyethylene glycol), magnesium citrate, mirtazapine and rifampicin (rifampin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain/aching"), depression ("depression"), fatigue ("fatigue/ chronic fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In 2009, the patient experienced fibromyalgia ("autoimmune disorder - fibromyalgia"). In 2012, the patient experienced migraine ("severe migraines") and mass ("lump"). In 2014, the patient experienced lyme disease (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("head pain throbbing"), anxiety ("anxiety"), nausea ("nausea"), suicidal behaviour ("suicidal"), neck injury ("neck problems"), oropharyngeal pain ("throat problems"), asthenia ("weakness"), sleep disorder ("sleeping problems"), gait disturbance ("crippling effects in legs/ walking painful"), auditory disorder ("hearing problems"), arthralgia ("hip pain"), photophobia ("light sensitivity"), decreased appetite ("loss of appetite"), hypoaesthesia ("numbness limbs"), visual impairment ("vision problems"), night sweats ("night sweats"), infection ("chronic infections"), sensitive skin ("skin and body sensitivities"), panic disorder ("panic disorder nos"), loss of libido ("lack of sex drive"), cognitive disorder ("cognitive problems"), memory impairment ("memory issues"), speech disorder ("speaking issues") and dyspepsia ("digestion issues") and was found to have weight decreased ("weight loss/70 + pounds down to 88 lbs at my lowest weight"). The patient was treated with doxycycline and surgery (she underwent salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain and dyspareunia had resolved, the genital haemorrhage, depression, fatigue, weight fluctuation and migraine was resolving and the lyme disease, fibromyalgia, mass, headache, anxiety, weight decreased, nausea, suicidal behaviour, neck injury, oropharyngeal pain, asthenia, sleep disorder, gait disturbance, auditory disorder, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, sensitive skin, panic disorder, loss of libido, cognitive disorder, memory impairment, speech disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, auditory disorder, back pain, cognitive disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypoaesthesia, infection, loss of libido, lyme disease, mass, memory impairment, migraine, nausea, neck injury, night sweats, oropharyngeal pain, panic disorder, pelvic pain, photophobia, sensitive skin, sleep disorder, speech disorder, suicidal behaviour, visual impairment, weight decreased and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure confirmation. Pregnancy test urine - on (B)(6) 2006: results: negative. Most recent follow-up information incorporated above includes: on 21-feb-2019: pfs received. Reporter's information added. Added event lyme disease. Pt updated for event 'autoimmune disorder' to 'fibromyalgia'. Updated outcome of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("severe and persistent pain/ pelvic pain/sharp stabbing"), genital haemorrhage ("heavy bleeding/bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) (batch no. 621680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 in 1993, colonoscopy (reason: abdominal pain) in 2012, breast biopsy (reason: lump) in 2012, lymph nodes enlarged, parotiditis, hidradenitis suppurativa, endometriosis and abortion. Previously administered products included for hidradenitis suppurativa: erythromycin 333. Concurrent conditions included obesity, vomiting, acute gastroenteritis, constipation, dizziness, appetite lost, diarrhea, ex-smoker, fever, chills, change in bowel habits, paresthesia, headache, insomnia, poor concentration, malaise, gastroesophageal reflux disease, gastroenteritis and coughing. Family history included breast cancer ((mother, maternal grandmother, two maternal aunts, maternal great grandmother )), kidney stones (father), leukemia (half ¿brothers and paternal uncle), squamous cell carcinoma of skin (father) and benign genitourinary tract neoplasm. Concomitant products included macrogol (miralax) for constipation, bupropion (wellbutrin) since 2012 for depression, gabapentin since 2012 for fibromyalgia, ondansetron (zofran) for nausea as well as alprazolam (xanax), amitriptyline, bupropion, ketorolac tromethamine (toradol), macrogol (polyethylene glycol), magnesium citrate, mirtazapine, multiple vitamins and rifampicin (rifampin). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ back pain/aching"), depression ("depression"), fatigue ("fatigue/ chronic fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2012, the patient experienced migraine ("severe migraines") and mass ("lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("head pain throbbing"), anxiety ("anxiety"), weight decreased ("weight loss/70 + pounds down to 88 lbs at my lowest weight"), nausea ("nausea"), suicidal behaviour ("suicidal"), neck injury ("neck problems"), oropharyngeal pain ("throat problems"), asthenia ("weakness"), sleep disorder ("sleeping problems"), gait disturbance ("crippling effects in legs/ walking painful"), auditory disorder ("hearing problems"), arthralgia ("hip pain"), photophobia ("light sensitivity"), decreased appetite ("loss of appetite"), hypoaesthesia ("numbness limbs"), visual impairment ("vision problems"), night sweats ("night sweats"), infection ("chronic infections"), pain of skin ("skin and body sensitivities"), panic disorder ("panic disorder nos"), loss of libido ("lack of sex drive"), cognitive disorder ("cognitive problems"), memory impairment ("memory issues"), speech disorder ("speaking issues") and dyspepsia ("digestion issues"). The patient was treated with surgery (she underwent salpingectomy) and surgery (she underwent salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, fibromyalgia, mass, headache, anxiety, weight decreased, nausea, suicidal behaviour, neck injury, oropharyngeal pain, asthenia, sleep disorder, gait disturbance, auditory disorder, photophobia, decreased appetite, hypoaesthesia, visual impairment, night sweats, infection, pain of skin, panic disorder, loss of libido, cognitive disorder, memory impairment, speech disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthenia, auditory disorder, autoimmune disorder, back pain, cognitive disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait disturbance, genital haemorrhage, headache, hypoaesthesia, infection, loss of libido, mass, memory impairment, migraine, nausea, neck injury, night sweats, oropharyngeal pain, pain of skin, panic disorder, pelvic pain, photophobia, sleep disorder, speech disorder, suicidal behaviour, visual impairment, weight decreased and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure confirmation. Pregnancy test urine - on (B)(6) 2006: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.